Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited that due to damage on the charged coupled device the image disappears during angling and code e216 occurs. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields b4 (event date) and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 (four) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunctions: "presumably, due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event." The event can be detected and/or prevented by following the instructions for use which state: -for both events: instructions operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect the medical device. Olympus will continue to monitor field performance for this device.